Event description:
It was reported that during a sigmoid colon resection procedure, the device fired without any staples in the device. Case completed with another device of the same product code no patient consequence.